Manufacturer narrative:
Product evaluation: analysis results are not available; the device will not be returned for evaluation as the issue was resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that "the device overheated as soon as it started to be used, but apparently, the issue didn't persist afterwards." It was confirmed that the issue was resolved by disengaging and re-connecting the bur. Once the bur was successfully seated there was no further overheating and the device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.